Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt alleges a fluid leak occurred after rebooting the cycler. Pt could not identify where the leak occurred. Pt had no adverse effects. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within one month of the date of the event. Batch records for the lot identified were reviewed and confirmed there were no deviations or nonconformance's during the manufacturing process.